Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per (B)(4) since the serial number for the unit was not provided. Additional information has been requested from the customer, and will be reported if made available to us.

Event description:
Customer reported that while in use on a patient, the the clinicians, the intra-aortic balloon pump (iabp) alarmed "leak in iab circuit". However, this alarm could not be replicated in the biomed department. No patient death or injury was reported, and the pump serial number, patient information and balloon information was not available at time of call.

Manufacturer narrative:
Three (3) good faith efforts to obtain additional information on this complaint event have been made to the customer; no response has been received. If the information is subsequently provided, we will submit a supplemental report.

Event description:
Customer reported that while in use on a patient, the clinicians, the intra-aortic balloon pump (iabp) alarmed "leak in iab circuit". However, this alarm could not be replicated in the biomed department. No patient death or injury was reported, and the pump serial number, patient information and balloon information was not available at time of call.